Event description:
It was reported that the device's battery is defective. There was reportedly no patient involvement. The customer requested to send the battery back to philips. The customer evaluated the device and received remote support from the customer care solution center, during which a purchase for the replacement of the out of warranty defective battery option was offered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, since the warranty expired the customer was offered to purchase the replacement battery. The battery returned to philips.

Manufacturer narrative:
Customer requested remote service.